Event description:
Correction: the correct date of awareness is (B)(6) 2024; not (B)(6) 2024 as previously reported.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use. Troubleshooting attempts were made; however, the issue could not be resolved. There are no plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.